Event description:
The employee was splashed in the eye when she/he was pouring bulk cuvette wash into the onboard ancillary bottles on the advia 1800 system. The employee was not wearing safety goggles or face shield. The employee was treated at the ER. The ER determined that no harm was done to the eye and the employee was released from the ER.

Manufacturer narrative:
Analysis of the info provided indicates that the cause for the incident was directly related to the failure of the user to follow safety procedures. The instrument is performing within specifications. No further eval of the device is required.